Event description:
It was reported via repair work order that the fowler was stuck in a elevated position and was not able to lower to it's flat position due to malfunction fowler actuator. No adverse consequence or clinically relevant delay in treatment was reported.